Event description:
It was reported by service report that the right top rail was cracked and had sharp edges. The customer could not determine if there was pt involvement or if there were adverse consequences to report.